Event description:
On (B)(6) 2022, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date/diagnosis not provided) and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse confirmed they were hospitalized on (B)(6) 2021 and discharged on (B)(6) 2021. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.